Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported that during the fill tubing process, his insulin pump squirted out all the insulin in the reservoir. Customer's blood glucose was 98 mg/dl. He got a new infusion set and reservoir and tried setting them up, but the piston continues to move after hitting the reservoir. Customer was advised that device's sensing mechanism is not recognized the reservoir. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.